Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, which was out of warranty, and advised the customer to contact their healthcare provider and health insurer.